Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015 and found that solenoid 59 was defective, which prevented stabilyse reagent delivery and therefore, no diff results had been generated. The fse replaced manifold (mf15) which contained the defective solenoid (lv59) and the instrument ran without leaks or errors and all repairs were verified per established service procedure. (B)(4).

Event description:
The customer reported receiving low event and incomplete differential (diff) messages (non-numeric results) while running patient samples on a coulter lh 500 hematology analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.